Event description:
Event description guidant received information that this pacemaker was explanted due to high impedance measurements, that were not due to any lead malfunction. Prior to the procedure, the leads tested for impedance measurements of: the atrial lead was greater than 2500 ohms in the unipolar mode; the ventricular lead was 2300 ohms in unipolar mode and 1300 in the bipolar mode. The problem, was thought to be with the leads. During the procedure the impedance measurements were checked on the pacing system analyzer and found to be normal, 350-400 ohms on both leads. A new competitor's pacemaker was implanted. The leads remain in service. The device has been returned for analysis.